Event description:
Procedure: laparoscopic gynecologic (unspecified type). When the scope was inserted through the trocar, the balloon securing the trocar to the abdominal wall broke. Pieces of the balloon fell into the patient cavity. No patient injury reported. Pieces removed.